Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: confusion. Meter and test strips were not returned for evaluation. Strip lot number not provided-unable to perform retention testing. Most likely underlying root cause: mlc-018: user has high glucose value. Note: customer did not provide contact information for manufacturer to perform follow-up calls to ensure the customer's condition had improved and if the initial concern is resolved.

Event description:
Consumer reported complaint for hi blood glucose test results. Fiancée is calling on behalf of the customer. Fiancée stated that customer was "not acting right" and was confused; fiancée stated he was going to take customer to the ER. Fiancée did not provide product information (serial number, lot number) or contact information.